Manufacturer narrative:
The customer had been having qc issues on multiple assays. Qc data shows imprecision and qc was out on low level prior to and after the event; however, was in range when repeated. System check info meets specifications. The specimen was collected in a lithium heparin, plastic non gel tube and centrifuged at 3,500 rpm for 5 minutes. Testing on the unicel dxl 800 instrument was performed from the primary tube. Accu tni ran on a different instrument was done from an aliquot. A field service engineer (fse) was dispatched to the customer's lab on 01/08/07. The fse addressed qc issue and as customer indicated, qc problem seemed to be solved until they noted accu tni erroneous results in the evening the next day. The fse was requested again on 01/09/07, but service info is not provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results from a single pt sample that were generated by the unicel dxl 800 access instrument. A patient sample was tested for accu tni and a result of 0.68ng/ml was obtained. The original sample was retested on the same day, and the repeated accu tni results were: 1.92ng/ml and 0.15ng/ml. The customer then tested the original sample on a different instrument in the customer's lab for accu tni. The accu tni result obtained from the different instrument was 0.08ng/ml. Based on available info, the pt did have additional testing performed. There is no info of any invasive testing being performed.